Event description:
The complainant reported that during a procedure, the rotator came apart during power injecting. No harm or injury to the patient was reported. (This report is one of five suspect devices. The other four devices are reported on MDR numbers 1721504-2009-00023, 1721504-2009-00024, 1721504-2009-00025, 1721504-2009-00027).

Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.